Event description:
On (B) (6) 2010, I was preparing for a shower when I quickly realized that there was an abundant amount of air in the line leading from the pump to the port in my arm. I immediately turned the pump off and detached it from my end. There was no alarm or message on the screen to indicate air. The pump I was using is made by curlin, and is called the curlin 4000. I had been using a cadd pump before my insurance company dropped the infusion company using cadds. I had never experienced air in line problems with any of the cadds. As a nurse, I realize the event that occurred on the (B) (6) is one that can quickly lead to a preventable death. Obviously there was a problem with my infusion pump, and leads me to wonder how many dysfunctional curlin pumps are currently in use. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: breast cancer, constant pain medication delivery. Event abated after use stopped or dose reduced? Yes.